Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath, carrier tube and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device distal tip. The device was attempted to be set to forward lock position, however the carrier tube kinked near the sheath hub. The device is cut open to reveal dried blood in the device. The returned sample appeared to be used and contained the anchor. The device was unable to be functionally tested as there was dried blood present in the device to prevent deployment. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received information that upon completion of a hepatic chemoembolization procedure, the physician attempted to deploy the angio-seal device. While pulling back on the device in accordance with the instructions for use, the entire device was inadvertently removed from the artery. The physician noted difficulty in placing both the initial sheath and the angio-seal sheath. The patient had a history of multiple angiograms. Manual pressure was applied, and hemostasis was achieved. The patient left the laboratory in stable condition. The reported blood loss was less than 250 cc. The procedure performed was a cardiac catheterization.